Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 21 days after dental implant was installed in intraoral region 30#, its non-osseointegration was observed. Forty five ncm of primary stability was achieved, the patient presented bone type I, bone graft was executed and immediate implant procedure was performed.